Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring, clips were falling out of the clip applier before it had been fired. Another device was used to complete the procedure. There was no pt consequence.